Event description:
It was reported that a discrepancy was observed on a bd website for unspecified bd non-gel separator blood collection tube centrifuge conditions. There was no health impact or consequences reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received a complaint indicating a bd website had conflicting information for centrifuge conditions for non-gel tubes. The website was reviewed, and the indicated discrepancy was observed. The website will be updated when a new website version is implemented. This complaint has been confirmed for the indicated failure mode(incorrect website information). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.